Event description:
It was reported an external fluid leak was observed originating from the header on the venous side of a polyflux 140h set just after starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the actual sample, the product was observed to be contaminated with blood and required disinfection. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header cap welding seam. A nonconformance was previously opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.